Event description:
It was reported that during patient infusion of norepinephrine with a spectrum iq pump, the patient experienced hypotension reported as "the blood pressure drop ad 60/40." The event occurred when the end user was changing the flow rate. The "ok" button was not responding to adjust the flow rate and release the pump. The patient required an intervention of "other IV stat drugs." The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the keypad was found to function as intended. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No correction is required. The device was evaluated for flow accuracy and found to under infuse, delivering between -10.18% and -14.510% accuracy. The cause was determined to be the mechanism and the mechanism requires replacement. Should additional relevant information become available, a supplemental report will be submitted.